Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 24.4cm from the strain relief. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. There was blood and contrast present in the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that break shaft break occurred. A 20mm x 3.50mm nc quantum apex balloon catheter was advanced for use. However, it was noticed that shaft break occurred. The procedure was completed with another balloon. No patient complications were reported.

Event description:
It was reported that break shaft break occurred. A 20mm x 3.50mm nc quantum apex balloon catheter was advanced for use. However, it was noticed that shaft break occurred. The procedure was completed with another balloon. No patient complications were reported.